Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200304 - file-2019-03981 - analysis_and_closure_report_resp-2020-00189.pdf]

Event description:
Reportedly, it was impossible to interrogate a device with the subject programmer.

Manufacturer narrative:
Testing of the returned device did not reveal any anomaly. The reported issue could not be confirmed by the analysis.

Event description:
Reportedly, it was impossible to interrogate a device with the subject programmer.

Event description:
Reportedly, it was impossible to interrogate a device with the subject programmer.